Event description:
It was reported that shaft break occurred. A 4.00 x 24mm synergy drug-eluting stent was selected for treatment. However, during preparation, the portion of the shaft immediately next to the hub outside of the hoop was slightly kinked; an attempt was made to straighten it, but it snapped off. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 4.00 x 24mm was returned for analysis. A visual, tactile and microscopic examination of the hypotube shaft identified a break at 2.6cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic analysis of stent profile identified no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. A 4.00 x 24mm synergy drug-eluting stent was selected for treatment. However, during preparation, the portion of the shaft immediately next to the hub outside of the hoop was slightly kinked; an attempt was made to straighten it, but it snapped off. There were no patient complications reported.